Manufacturer narrative:
The field service representative (fsr) verified at first that the system would not stay powered when alternating current (a/c) was removed and there was no yellow direct current (d/c) or battery level lights illuminated. The fsr verified after removing the battery module and set-up to check reference and charge voltages yellow d/c and green battery level lights illuminated. Measured reference voltage at 1.04 volts direct current (vdc) and was unable to adjust within tolerance. The fsr verified charge voltage good at 27.93 vdc and battery voltage good at 27.1 vdc. The fsr removed the universal power supply (ups) board and replaced with a new board. The fsr replaced the batteries as they were due to be replaced in april 2015. The fsr performed battery module calibration and release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. During laboratory evaluation, the returned ups board operated as designed when installed into an 8k battery module. The product surveillance technician (pst) installed the board into a lab-tested 8k battery module and connected the module to an 8k base, when the a/c power was removed from the 8k base, the battery module came on, battery power was supplied to the base and all indicators illuminated. No poor connections found that cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for pre-cardiopulmonary bypass procedure, when they unplugged the system, there was no battery back-up. There was no light emitting diode (led) lit and the green led was on when plugged into alternating current (a/c). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.